Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast reconstruction surgery with implantation of a 350cc mentor memorygel breast implant prosthesis. Post-operatively, the patient is experiencing a feeling of pressure, fullness, and general pain with instances of sharp pains in both breasts. Lastly, the patient expressed she has a latex allergy and wanted saline implants but recently discovered that their implants were in fact silicone. With other unexplained symptoms, the patient believes the silicone implants maybe causing her to have an allergic reaction. A diagnosis of unilateral capsular contracture was established. Although, no baker grade was assigned and the affected side is unknown. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2021-14257 for the contralateral event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number:(B)(4).